Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "wrist is defective, not completely closing." The instrument was found to have a segment of the conductor wire dislodged from the routed channel at the base of the grips. A loop of the wire was wedged between the grip hub and grip base. The wire insulation was not damaged and the instrument failed the electrical continuity test. No thermal damage was found on the instrument. The conductor wire was also found to be broken near the top of the distal proximal clevis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument, but the failure analysis investigation has not been completed. A review of the site's system logs was performed and there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure there was an issue with two force bipolar instruments. While using the first force bipolar instrument it was catching on tissue and when the surgeon tried to pull it way it tore the tissue of the vas deferens. There was controllable bleeding a result of the incident, which the surgeon was able to repair. The surgeon removed the instrument from the cannula with some difficulty. A backup second force bipolar instrument was installed, but it soon began catching on the tissue of the peritoneal flap that had been created. No bleeding or repair occurred during the use with this instrument. The surgeon decided to remove the force bipolar instrument and continue the procedure. The procedure was completed robotically.